Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the helix of the lead was most likely over-torqued. And after the physician retracted the lead, the insulation was noted to be twisted and wrinkled. The lead was not used and another lead was implanted successfully. The patient was stable before, during and after the procedure.